Event description:
It was reported a patient presented to the hospital after receiving inappropriate shocks followed by oversensing. The device was explanted and replaced. The patient was in satisfactory condition.

Event description:
It was reported a patient presented to the hospital after receiving inappropriate shocks followed by oversensing. The device was explanted and replaced. The patient was in satisfactory condition.

Manufacturer narrative:
Narrative: the reported field event of inappropriate therapy and noise was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomalies were found. The inappropriate therapy was due to the noise. The cause of the noise could not be determined.

Manufacturer narrative:
(B)(4).